Event description:
Revision of an attune cr rp construct. It was implanted on (B)(6) 2019 at (B)(6) hospital, (B)(6). The reason for revision was due to aseptic loosening. On the pre op x-ray there was bone loss suggesting a low grade infection or lysis. Upon exposure the poly 1516-30-606 was removed. The surgeon noted that it was discoloured and there was 'pitting on the surface which articulates with the femur. He said that there bone loss, caused by lysis due to poly wear. Not infection. The femoral component fell off the bone. This appeared to fail at the bone/cement interface. The tibia was well fixed. Patella was not resurfaced. Attune revision components were implanted. Male, left side. Was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Unknown. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. (B)(6) device property of? None. Device in possession of? None. (B)(6) device property of ? None. Device in possession of ? None. (B)(6) device property of ? None. Device in possession of ? None. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.